Event description:
A medtronic representative reported that the monitor has a message displayed as "searching input." He reseated the monitor data table, vga/dvi adapter cable and dvi connection to computer. Also bypassed the video splitter and slaved out a monitor but with s-video out. He was unable to get a monitor to slave out with dvi connection. Unplugged mouse and keyboard and the system worked and booted up, able to get into application, but froze at registration. Hard booted down. Reseated power cable. Booted system up, got same searching input message on monitor. Issue did not occur during surgery.

Manufacturer narrative:
There was no patient present. The computer has not been returned to the manufacturer for evaluation. A replacement computer was sent to the site and reported to have resolved the issue.